Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
X-rays revealed that the screw is floating between the tibial insert and the femoral component. The knee has not yet been revised.